Event description:
During used in the patient, the ultipaq platinum coil (fsr10020620/c10323) didn't detached. The procedure was carried out and finished by using a new microcoil. No patient adverse consequences have been reported. The component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During used in the patient, the ultipaq platinum coil (fsr10020620/c10323) didn't detached. The procedure was carried out and finished by using a new microcoil. An enpower dcb and enpower cable were used with the microcoil, and pre-deployment electrical check was performed prior to inserting in the patient and it passed the test. Low battery light was seen during case, but no fault light was seen. Upon pressing the power button, all the lights did not illuminate. The green system ready light illuminated and also during the detachment cycle, the detachment light illuminated. The audible signal beeped, and all the connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No attempts were made to detach the coil manually. A sl 10 (mc) microcatheter (stryker) was used with the device, and no other coils were used with the same microcatheter. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, coil ring fracture or bent, etc.), and after removal from the patient, the coil remained attached to the delivery system. The target site was a spherical aneurysm of the anterior cerebral artery that was not ruptured. The procedure was completed with other coils. No patient adverse consequences have been reported. The component will be returned for analysis, and the procedure was completed with other coils. Additional information will be submitted within 30 days receipt.

Manufacturer narrative:
The coil didn't detach. The procedure was carried out and finished by using a new microcoil. No patient adverse consequences have been reported. Both the unidentified dcb and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The coil was returned undamaged and the detachment fiber is intact and did not receive heat and melt. No manufacturing defects were found. The returned dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was returned undamaged. The detachment fiber is intact and did not receive heat and melt. No manufacturing defects were found. The returned device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils non-detachment may have been due to wiring damage. The circumstances of when and how this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components hade any additional contributions to the complaint event. It was not stated in the complaint event that a pre-deployment electrical check was performed prior to patient use. If a pre-deployment electrical check was performed then disregard the following narrative. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Device was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During used in the patient, the ultipaq platinum coil (fsr10020620/c10323) didn't detached. The procedure was carried out and finished by using a new microcoil. An enpower dcb and enpower cable were used with the microcoil, and pre-deployment electrical check was performed prior to inserting in the patient and it passed the test. Low battery light was seen during case, but no fault light was seen. Upon pressing the power button, all the lights did not illuminate. The green system ready light illuminated and also during the detachment cycle, the detachment light illuminated. The audible signal beeped, and all the connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No attempts were made to detach the coil manually. A sl 10 (mc) microcatheter (stryker) was used with the device, and no other coils were used with the same microcatheter. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, coil ring fracture or bent, etc.), and after removal from the patient, the coil remained attached to the delivery system. The target site was a spherical aneurysm of the anterior cerebral artery that was not ruptured. The procedure was completed with other coils. No patient adverse consequences have been reported. The component was expected, but do date it has not been returned for analysis, and the procedure was completed with other coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed, since the product was not returned for analysis. The DHR suggest that the failure reported could not be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Therefore, no corrective actions will be taking at this time.